Event description:
As reported by the clinical specialist, approximately 1 year, 2 months post successful tf tavr, resulting in mild pvl, the patient presented with moderate to severe pvl during their 1 year assessment. The team decided to post dilate the first valve with a 24mm true balloon, resulting in trace pvl. The team decided to implant a second valve slightly lower to increase radial force and minimize chance for recoil post procedure. The second valve, a sapien 3 ultra resilia, was implanted with an additional 3ccs and post dilated with the same volume resulting in trace to mild pvl. The perceived root cause was possibly either the valve was undersized or underexpanded, mid-frame.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Pre-procedural imagery provided the measurement of the patient's native valve area, which was larger than the recommended range for the valve implanted. Investigation results suggest that, despite additional volume being added for the deployment of the valve in the patient, it may have been undersized for the patient's annulus, which most likely caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.